Event description:
The customer reported the device has loose parts inside. There were no adverse reactions reported during the use of the device. The device was sent for further evaluation. The device was received for further evaluation. The evaluation could not verify the reported problem of loose parts. Internal inspection of the device did not find any loose parts or damage. The device history log was downloaded and reviewed and found error 99 (activation of the watch dog) and error 30 (date and time stamp). The central processing unit (cpu) and power supply board were replaced to resolve these errors. After repair, the device was found to meet specifications.